Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a black screen issue. A field service engineer isolated the issue through troubleshooting and determined that the controller board in drawer 7 was pulling down station power, preventing the station from powering on. The station was powered down, and the controller board was replaced. Following replacement, the station powered on successfully, and the customer logged into the user application to test drawer functionality. The customer was able to recover store space successfully. No store space reconfiguration was required, as the drawer was automatically assigned. A visual preventive maintenance inspection was performed, including inspection of the drawer rails and internal pyxibus connections, and no additional repairs were required at that time. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device had a black screen issue. The customer rebooted the station and unplugged and replugged the power cable, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.